Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what type of procedure was the device used in? Colon. Did the device start to deploy staples and cut but could not be completed (partial fire)? No. Did the device fully cut and partially staple (incomplete staple line)? Yes. On which firing did the event occur? First. What color cartridge was being used? Blue. How was the case completed? Reloaded with new cartridge the analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device only fired half of the staple line. It is unknown if the cut line and staple line were equal or if the device fully cut and partially stapled. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).